Event description:
Note: this report pertains to one of eight complaints that occurred during the same procedure. Refer to associated manufacturer report #s. 3005099803-2009-06057, 3005099803-2009-06058, 3005099803-2009-06068, 3005099803-2009-06059, 3005099803-2009-06040, 3005099803-2009-06054 and 3005099803-2009-06055 for the related device reports. It was reported to boston scientific corporation on (B)(6) 2009, that seven extractor rx retrieval balloons burst and the coating on a hydra jagwire peeled during use in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. During the ercp procedure, the physician was removing stones from within the common bile duct. An extractor balloon was opened and positioned within the common bile duct. However, as the physician was attempting to remove stones with the balloon, the balloon burst. The balloon burst upon coming in contact with either a stone or the face of the ercp scope. No part of the balloon detached. The entire extractor balloon was removed from the patient. Six additional extractor balloons were used with the same results; the balloon burst upon coming in contact with either a stone or the face of the ercp scope. No part of the balloons detached and each device was removed from the patient. A hydra jagwire was used during the procedure to maintain access. The coating stripped at the point where the guidewire locked into the rx locking device. The coating peeled outside of the patient. Two hydra jagwires were used to complete the procedure. Stone retrieval was completed using two trapezoid retrieval baskets. The procedure lasted approximately 2.5 hours and a total of 8-9 stones were removed; the average diameter of each stone was 1.5cm. No patient complications were reported. The patient's condition was fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).